Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crv received information that during a recent routine device change out procedure, this device was programmed to soo so cautery could be used. During the use of cautery, it was noted that the device exhibited pacing inhibition. The device was then programmed to voo and the pacing resumed to normal for the remainder of the surgery. The device was interrogated once explanted and showed a battery status of greater than 5 years remaining with a magnet rate of 90 bmp indicating conflicting battery status measurements from prior to explant. To date, there have been no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the device functioned within electrical specification during detailed analysis. The device casing does show electro-cautery markings and memory shows 10 system resets occurring at explant. The most probable cause of the observation noted in the field of inhibited pacing was electro-cautery. The electro-cautery resulted in hardware resets by the device, when the device cycles through reset state, pacing is inhibited during the reset cycle. The battery status discrepancy is due to the device cycling through a system reset. The device meets specification.